Manufacturer narrative:
Philips service reinstalled host pc monoplane revised_ii without hdd and hard disk spare and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that the console machine failed to switch on due to hdd issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.